Event description:
Pt became unresponsive during dialysis treatment on (B)(6) 2013. CPR initiated and 911 called. CPR administered by staff until ems arrived. AED in place, rhythm assessed, no shocks delivered. Pt transported to ER and arrived in cardiac arrest. Pt expired in ER. A functional test was done on the machine on (B)(6) 2013. Conductivity reading with hand-held meter was 13.7, machine display was 13.9.